Event description:
The ge oec 9800 fluoroscopy sys was reported to make "popping" noises during a procedure. Issue consistent with system arcing.

Manufacturer narrative:
A ge oec service rep investigated the issue and found evidence of x-ray tube arcing. The high voltage candlesticks were cleaned and re-greased and blood and fluids cleaned from inside the collimator. User not protecting sys from fluid ingress as recommended. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.